Manufacturer narrative:
Review of the procedural images confirms the tortuous nature of the vessel. There are no abnormalities evident to the 2.25 x 22mm stent prior to deployment. It is difficult to determine if the stent is deformed or shortened post deployment as the images are in 2d. It is possible that due to the tortuous nature of the vessel the stent appeared deformed post deployment. (B)(4).

Event description:
A resolute onyx (2.25x22) drug-eluting stent was being used to treat a lesion in the mid lad. There was mild calcification and the vessel was tortuous. Device was inspected prior to use with no issues noted. The lesion was pre-dilated. No resistance was encountered when advancing the device. It is reported that the stent was deformed in vivo and stent length was reduced post deployment. Post dilatation was performed and a second resolute onyx (3.0x38) was implanted to cover the target lesion. There is no reported patient injury for this event.